Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose reported that yesterday she woke up over 300 or 370 mg/dl and then went over 400 mg/dl. Customer's blood glucose reported 266 mg/dl, went up to 489, 468 and then they started to come down. Customer's current blood glucose was 266 mg/dl. Customer reported that received several boluses with a total of 10.5 unit. Customer treated for high blood glucose with syringes. The drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.